Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no reported impact to the customer¿s blood glucose level. The customer declined any troubleshooting and mentioned she would call back if further issues arose.